Event description:
Percusurge (medtronic) was delivered and stent placement (precise) was successful. The target lesion as the right internal carotid artery. Pre-dilatation (5mm/8atm) and post-dilatation (5.5mm/10atm) were performed with balloon catheter (aviator plus). During the procedure, when the stent was placed in the lesion, the pt developed a stroke with a symptom of paralysis on his left side of the body. Edaravone and argatroban hydrate were administered to the pt. Cerebral infarction on the ipsilateral side was confirmed by MRI at the post procedure. He fully recovered 2 days later. According to the physician, the debris might have flown to the distal when the precursurge was moved and this led to the stroke. The pt also developed a hypotension 1 hr after the cas procedure. Dopamine hydrochloride was administered and he recovered on the following day. According to the physician, this more likely occurred due to carotid sinus reflex by stent placement. The pt is out of the hospital now.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection process that can be related to the reported complaint. 4 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14035798. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system), and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation, and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction, and gender. Clinical research has revealed that 40% of pts undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any mfg issues that contributed to the reported event. Review of the info suggests that lesion and procedural factors may have contributed to the reported event.